Event description:
Treatment of a small ruptured saccular aneurysm measuring 5mm x 4mm located in the subarachnoid segment of the right ica (internal carotid artery). The pt was given dual anti-platelet therapy. On (B)(6) 2014, the pt underwent pipeline embolization treatment. During the procedure, it was reported the pipeline's (3.25mm x 25mm) proximal segment could not be opened despite several attempts. The pipeline was removed from the pt and another pipeline was implanted without issues to complete the procedure. No pt injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline was returned for eval without the pushwire and catheter. The eval could not determine the cause of the event as the pipeline was found fully opened; however, the braid was found damaged and may have contributed to the reported issue. All products are 100% inspected for damages and irregularities during MFR. (B)(4).